Manufacturer narrative:
D10: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument pn: 480422-01 // ln: m91210601 0323 involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure insufficient seal during a case was not confirmed nor reproduced. Based on log review, and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the jaws opened and closed properly. The instrument passed the cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. No insufficient sealing was observed based on the grip force test results. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 6.16, pitch: 6.04, yaw: 5.87. The root cause was determined to be non-device related factors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the vessel sealer extend (vse) instrument for failure analysis investigation but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted on 12-sep-2021 and found no additional complaints for this product. No image or video clip for the reported event was submitted for review. System error log review was conducted on 09-sep-2021 for a procedure on (B)(6) 2021 on system sk2468. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single-use vse (part #480422-01; lot #m91210601-0323; serial # (B)(4)) was recorded as being used during the procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer log review and results were as follows: the vse (part #480422-01; lot #m91210601-0323) appears to have been actively used for around 13 minutes. There are no errors in the logs that would indicate a failure of the instrument to seal. The only message of note is one ¿high initial starting impedance¿ message- which indicates the impedance of the tissue between the jaws was detected as higher than expected by the generator. This message can be due to a number of clinical factors, such as sealing over tissue that has already been desiccated, or sealing over tissue that is too thick. An isi field service engineer (fse) investigation has been completed. The fse conducted a site visit and tested a vse instrument using both the e-100 and erbe generators and found that the instrument and the system were functioning as normal. The system was tested and verified as ready for use. This complaint is being reported as an adverse event / malfunction based on the surgeon's allegation that the vse instrument did not adequately seal a vessel. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Deficiencies in sealing may lead to inadequate hemostasis. The user alleged that the bleeding occurred after audible beeps from the generator provided a signal that indicated that the sealing was complete. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additionally, while the surgeon stated that there was ¿undiagnosed portal hypertension and the vein was larger than usual because of more pressure¿ with the portal hypertension, the alleged insufficient seal resulted in blood loss of two liters for which two units of blood were transfused. The surgeon was able to convert to open surgery and control the bleeding with an ¿impact ligature.¿

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a vessel sealer extend (vse) instrument allegedly had an insufficient sealing issue that led to bleeding. After performing a cut function with the vse, the vessel was reportedly found to be open and bleeding. The procedure was converted to open surgery due to the bleeding. The patient was reportedly stabilized but was still at the hospital. On 08-sept-2021, isi obtained the following additional information from the console surgeon regarding the reported event: during a da vinci-assisted gastric bypass procedure on a 50 year old male obese patient, early on in the procedure, the surgeon ¿went to seal the lesser curve area¿ with a vse instrument but there was an alleged insufficient seal which led to unexpected bleeding. The surgeon had initially clamped with the vse instrument but then realized the tissue was too thick. It was unknown if a system message presented at this time. The surgeon reclamped and tried again. The vessel was described as being less than 7mm in size. The surgeon ¿had expected small vessels¿ but found that there was ¿undiagnosed portal hypertension and the vein was larger than usual because of more pressure¿ with the portal hypertension. The surgeon said that desired tissue effect was observed; ¿saw smoke,¿ heard the proper system tones of the ¿buzz; the happy beeps¿ indicating that the sealing cycle had completed. The surgeon then went to ¿cut¿ the desired tissue/vessel. The surgeon said that they could ¿see that the whole area had been transected¿ with the vse instrument but the area ¿just hadn¿t sealed.¿ the surgeon said that ¿the bleeding should have been manageable¿ with the vse instrument and that they ¿tried a few more times¿ to seal and reseal with the vse instrument but ¿it never sealed.¿ the procedure converted to open surgery and the surgeon could visualize the bleeding where the insufficient seal had occurred. The surgeon said it was unclear if this was a vse issue or a generator settings issue. The bleeding was controlled with an ¿impact ligature.¿ the surgeon said that there was ¿no large vessel, really¿, she just sutured the area that was bleeding and the bleeding stopped. The patient ¿lost about two liters of blood¿ for which two units of blood were transfused. The gastric bypass procedure was completed via open surgery. The patient went to the ICU, was put on ¿pressors,¿ and was stabilized. The patient is still in the hospital recovering. The instrument was inspected prior to use with no visible damage and nothing out of the ordinary. The surgeon had used the vse instrument a couple times during the procedure just before the issue happened and it worked fine. There was little to no visible bio-debris on the tips of the instrument. There was no interference of staples, clips, or other objects during the sealing cycle. The tissue was not calcified.